Manufacturer narrative:
H3 - device elvaluaton: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens of diopter -6.5 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed due to low vault. A longer length lens was implanted at a later date and the problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
H6: device code: 1494: off label use (acd < 3.0mm). Claim#: (B)(4).